Manufacturer narrative:
Concomitant medical products: product ID 8784, serial# (B)(4), implanted: 2013-(B)(6), product type catheter. (B)(4).

Event description:
Information was received from a representative indicating a catheter revision was to occur. The medication infused was not specified, though the therapy was for spasticity, intrathecal baclofen.